Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left elbow vein using a 5f non-bsc sheath. The 95% stenosed target lesion was located in the non calcified and moderately tortuous left upper arm vein. After a 018 non-bsc guide wire was crossed the lesion, a 8.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. On first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a 8x4mm non-bsc balloon catheter at 18 atmospheres. No patient complications were reported. Patient status was good.